Event description:
A malfunction was reported with no notable events occurring prior to it, and it was indicated that there was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the malfunction code displayed as malf 0 and assisted the customer in resetting the pump. The malfunction did not recur after the reset, and the customer was instructed to continue using the pump and to call back if any issues arise again.